Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left hip. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding revision for unspecified reason involving an unknown left hip was reported. The event was not confirmed. The device was not returned for identification or evaluation. No medical records were provided for review. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: catalog no, lot ID, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
It was reported that the patient had a left hip revision.

Event description:
It was reported that the patient had a left hip revision.